Event description:
The customer reported to baxter healthcare an unknown quantity of clearlink microbore i.v. Catheter extension sets in which the thread on the extension set luer did not fit tightly into a b.d. Angiocath. This resulted in a leak between the devices immediately upon flushing the line with saline. It is unknown during which process step this occurred. There was patient involvement; however, there was no report of injury or adverse event. No further information is available.

Manufacturer narrative:
(B)(4). An unused companion sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). One unused sample in its sealed blister package was received for evaluation along with an unused companion unknown device (bd insyte autoguard bc). Visual and functional tests were performed and the complaint was not confirmed. A batch review was performed and no deviations were found. The assignable cause could not be determined.